Event description:
It was reported that the right ventricular lead impedance was out of range and the patient alert triggered. The pacing impedance has gradually increased since implant. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead impedance was out of range and the patient alert triggered. The pacing impedance has gradually increased since implant. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the patient alert triggered again due to right ventricular impedance. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.